Event description:
The customer contact reported that while operating on ac power, the device powered off by itself. The device was returned to the biomedical dept with an unsigned note that stated, "it's not holding the charge and even shuts off when plugged in." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.